Event description:
Customer reports the advantage system produces a result of 900 mg/dl, which is outside of the device's numeric reading range of 10-600 mg/dl. Values >600 mg/dl should display as "hi." . No blood glucose symptoms reported with this result. No actions taken based on device result. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.